Event description:
It was reported that the bard triple lumen PICC failed. Removed from patient requiring insertion of another PICC. Further information on how the device "failed" has been requested but not received.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿failed¿ catheter is unconfirmed as no problem could be found with the returned sample. One 5 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Clear fluid was observed within the extension legs, and needleless injection caps were observed on each of the luer connector hubs. A PICC plus statlock stabilization device with a tricot pad and fixed post was observed on the suture wing of the catheter. Nothing remarkable was observed during tactile evaluation of the catheter. The pad of the statlock device was observed to be slightly sticky. No damage was observed on the catheter or statlock and no cracks were observed on any of the luer hubs. Each lumen of the catheter was flushed and pressurized with a 12 ml syringe of water. No leaks were found, and each lumen was found to be patent to infusion and aspiration. A microscopic observation revealed no damage on the returned catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the bard triple lumen PICC failed. Removed from patient requiring insertion of another PICC. Further information on how the device "failed" has been requested but not received.